Event description:
It was reported by internal pharmacist at (B) (6), that the thread of the nail damaged when the nail was inserted. It was further reported that another nail was implanted to finish the surgery.

Manufacturer narrative:
At this time the information received indicates that the device will not be returned. If the device or additional information becomes available, it will be submitted on a supplemental report.